Manufacturer narrative:
Device passed displacement test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm noted during self test and confirmed in pump history due to broken trace on u1 keypad assembly. Pump error 53 noted in formatted history file due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer¿s blood glucose level was 150 mg/dl. The customer stated that they was able to clear the alarm. The customer also stated that they was able to complete insulin pump rewind. Customer was performed self test and it did not pass. The insulin pump will be returned for analysis.